Event description:
A 2.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid rca lesion. Lesion morphology was reported as severly tortuous with 99% stenosis. The lesion was pre-dilated. The endeavor mx2 drug-eluting stent delivery system was inserted to the lesion; however, was unable to cross the lesion. The delivery system was retracted back into the guide catheter, both the guide catheter and delivery system were being removed when it was noted that the stent was not on the delivery balloon. It appeared that the stent had caught on the distal tip of the guide and dislodged, the un-deployed stent was not found. The patient was brought back to the cath lab three days later. Another manufacturer's stent was successfully implanted to treat the lesion. The patient's is fine.

Manufacturer narrative:
(Secondary intervention).